Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis. The reported complaint of "possible helium loss alarm" is confirmed based on the returned recorder strips. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. This issue will be monitored for any developing trends.

Event description:
It was reported there were multiple possible helium loss 2 alarms. The user switched consoles and the alarm was still occurring. The issue was resolved by change to 1:2 assist. There was no reported death, serious injury or delay in therapy. The patient continued to be supported on the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were multiple possible helium loss 2 alarms. The user switched consoles and the alarm was still occurring. The issue was resolved by change to 1:2 assist. There was no reported death, serious injury or delay in therapy. The patient continued to be supported on the pump.